Manufacturer narrative:
The reported complaint of ble telemetry issue was confirmed. Based on the information provided, it was determined that during the defibrillation threshold testing, there was signal interference seen that resulted in juno overflow and packet loss.

Event description:
It was reported that the patient presented in clinic for initial implant procedure. During procedure, it was found that the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry anomaly. The ICD was implanted eventually. Patient condition was stable.